Manufacturer narrative:
On (B)(6)2020, it was noticed erroneous information was submitted in the previous report. See h11 for details. Manufacturer¿s reference number: pc-(B)(4) on (B)(4) 2020, it was noticed the replacement device serial number was submitted as 9400447-052. The correct serial number for the replacement device is 9478115-070.

Manufacturer narrative:
On dec 18 2020, additional information was received indicating the device was discarded post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced capsular contracture baker grade iii on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a mentor gel breast implant (serial number (B)(4)) on (B)(6) 2020.